Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the left ventricular lead, a pericardial effusion was observed via fluoroscopy and confirmed by echocardiogram. The pericardial effusion was contained and stabilized. The patients condition was good.